Event description:
I have had type 1 diabetes for 53 years. For the last 4 years or so I have used the freestyle libre 14 day cgm by abbott. Abbott claims that inaccuracy of 30% is acceptable for the first 24 hours, I always put my sensor on one day before I activate it with the reader. I know that accuracy is a problem so I often use test strips to verify my reading and they can be off considerably at any time, which makes my adjusting my insulin problematic. It appears to me that as cgm's have gained popularity and are covered by insurance more that their seems to be a quality control issue as their accuracy has diminished. I just looked at a report that showed 99.4% of freestyle users report inaccuracy problems. Https://journals.sagepub.com/doi/10.1177/19322968231178525?icid=int.sj-abstract.citing-articles.1. I just put on a new sensor on wednesday and activated it thursday ((B)(6) 2023) this morning I got a reading of 200 from my libre and used a test strip and got 141. This can influence how much insulin I administer and can give me low blood glucose. Yesterday I got a reading of 310 with the libre and 163 with a test strip. Thinking that this was unacceptable, I began the arduous task of calling freestyle consumer phone support knowing that it takes considerable time talking to someone halfway around the world with a terrible phone connection and a heavy accent. I called and went through the phone menu to get the screener who then transferred me to another person. We go over the same questions (yes I used the applicator and sensor from the same box, no it isn't falling off, yes it is on the back of my arm, no it isn't expired, yes I understand their is a lag time etc. It always takes at least 15 minutes to get to the point where they acknowledge the sensor is faulty and they will send me a new one. I complained to the call taker that I am tired of bad reading and gave him several examples of how far off my readings have been. He told me he had to focus on one and the call went downhill as I don't think their only concern should be if I went to the hospital or not. I said fine, go ahead and ask your questions, I was frustrated and did not swear other than saying their devices are crap and that for a company that makes billions on these devices they should have better phone support than someone who you can barely understand due to their accent and bad connection so he ended the call without resolution after 16 minutes on the phone. I then called back and asked for a supervisor and I was told that wasn't possible so after getting screened, I was transferred to the person who could actually deal with the issue. I was concise and things were going okay and then suddenly he could no longer hear me due to the bad connection. He ended the call and a short time later he called me back to finish the lengthy process. This time he sounded like he was talking with scuba equipment on but finally said they would send a replacement. It took me almost 45 minutes on the phone which is why I often don't bother to call for a replacement. Considering they cost almost (B)(6) a month and that abbot reported sales of freestyle libre systems exceeded $1 billion with u.s. Sales growing more than 40% the poor service and faulty product is irresponsible. Https://www.abbott.com/corpnewsroom/strategy-and-strength/abbott-q4-earnings-continued-resiliency.html. Sometimes when I check my freestyle libre with freestyle lite test strips they are very close and sometime off by over 50%. How am I supposed to trust my results when I take insulin 5 times a day. My insurance company does not want to pay for both test strips and sensors.